Manufacturer narrative:
Associated medwatch-reports: 9610612-2020-00183 ((B)(4) columbus rev f tibia offset cemented t1); 9610612-2020-00184 ( (B)(4) columbus rev f femur cemented f3r); 9610612-2020-00185 ((B)(4) columbus rev f hc glid.surf.t1/1+ 12mm); 9610612-2020-00186 ((B)(4) tibia offset stem d15x52mm cemented); 9610612-2020-00187 ((B)(4) femur extens.stem 6° d18x77mm cemented). General information: we received a complaint regarding columbus rev implant components from the (B)(6), italy. Up to now, there are no devices available for investigation. Consequences for the patient: post-operative medical intervention was necessary -> additional surgical intervention. Investigation: no product at hand -> investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available it is not possible to determine the root cause for the mentioned knee infection. Most probably the failure is not product related. Rationale: on the basis of the current information and without a product for investigation, a clear conclusion can not be drawn. The device history records have been checked and no abnormalities could be observed. There are no hints for a material problem. At that time we do not assume that the root cause for the infection is implant related. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with columbus. It was reported that the patient needed the implant because of a osteoarthritis on the right knee. The patient had a infection on the field of the implant. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under (B)(4) reference (B)(4). Associated medwatch-reports: ((B)(4) columbus rev f tibia offset cemented t1); 9610612-2020-00184 ( (B)(4) columbus rev f femur cemented f3r); 9610612-2020-00185 ((B)(4) columbus rev f hc glid.surf.t1/1+ 12mm); 9610612-2020-00186 ((B)(4) tibia offset stem d15x52mm cemented); 9610612-2020-00187 ((B)(4) femur extens.stem 6° d18x77mm cemented).